Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The unit was analyzed and log review confirmed repeated c-33 and c-48 events, with additional m-11 and m-18 entries. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Event description:
It was reported that prior to starting a da vinci-assisted malignant hysterectomy surgical procedure using an xi system, and before surgical port placement, a clinical sales representative (csr) reported repeated erbe error message c-00. The caller stated the error appeared briefly, cleared immediately, and was then archived. The customer attempted multiple erbe power cycles (off/on) without resolution. Per technical support engineer (tse) guidance, the customer powered off the erbe, unplugged it from the wall outlet, and restarted it; however, c-00 recurred. The caller changed the erbe setting from swift to classic. The tse advised the erbe required replacement, though it may still be possible to use it. The caller was seeking a force triad generator and an energy activation cable (p/n 371716-02) as backup, or may consider switching the vision side cart (vsc) if a cart was available. The caller was unsure whether the backup cable/generator was available and stated they would follow up if needed. At this time, it is unknown how the procedure proceeded. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter, but the customer was not able to provide further information.